Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pin of 3.0mm coupler - 6/bx was dislodged. During anastomosis, one pin was ¿hanging out of the anastomotic ring from the slot¿. The user reinserted ¿the anastomotic ring into slot, the pin still came out when the it was hung up again¿. This operation was repeated three times, but still could not complete the anastomosis. The couple was removed and checked. The ring was observed and ¿the slot was too loose¿. The coupler was replaced to complete the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.